Manufacturer narrative:
The manufacturer's evaluation states that the sticky trigger was due to a toggle and slide switch that needed upgraded. The device was repaired and returned to the account.

Event description:
It was reported that the device's trigger was sticky. This was discovered when the device was at the manufacturer for repair. There was no patient involvement or adverse consequences related to this event.